Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the first flow diverter was not opening (expanding) despite more than one-third of the unsheating and could not fully resheath. The second flow diverter was not opening at the curve despite the massage with microcatheter, could not be resheathed. There was failure to open in the distal section. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The pipeline was not resheathed and removed with the microcatheter. It was removed with intermediate catheter (navien). No patient symptoms or further complications were reported as a result of this event. The patient's status is deceased, date of death (B)(6) 2025. The cause of death and circumstances surrounding the death was rebleeding due to dapt. The patient was undergoing surgery for treatment of a saccular, ruptured communicating segment of the internal carotid artery (ica) lat. Sin. Side wall aneurysm with a max diameter of 1,2mm x 2mm and a 1,2mm neck diameter. The landing zone was 3mm distally and 3,7mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level 20mg prasugel, 300mg aspirin protect. The angiographic result post procedure was that the third pipeline was properly deployed with good angiographic result. Patient's medical history includes sah small aneurysm.

Event description:
Additional information received reported that the cause of the device issues could not be determined. The pipeline was in a vessel bend and after the one-third of unsheathing, it was impossible to resheath. They had tried to resheath the pipeline in order to open the device. The failure to resheath was not into the navien.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex shield was returned inside the inner pouch, bio-hazard bag, and shipping box. The catheter was not returned. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage and were found to be intact. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The distal end of the braid was not opened and frayed. The proximal end of the braid was found to be open and frayed. No defects were found in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. No other anomalies were noted. ¿ testing/analysis: n/a ¿ conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was confirmed, as the braid's distal end was not open and frayed. The cause of the failure to open could not be determined. Possible causes for this failure include vessel tortuosity, a damaged braid, or deployment of the braid in a vessel bend. The customer reported that the vessel tortuosity was moderate, ruling it out as a potential cause. It is possible that the damaged braid and its deployment in the vessel bend may have contributed to the failure to open. Such damage can occur due to over-manipulation, improper deployment technique, or resistance encountered when advancing or retracting the delivery wire, as well as during deployment or re-sheathing. The customer report of "resistance during resheathing" was confirmed, as the pipeline flex shield braid and pushwire were damaged. The observed damage to the braid (fraying) and hypotube (stretching) suggests that high force was probably applied. This damage may have occurred when the customer attempted to resheath the pipeline flex shield through the catheter against resistance. Possible causes of the resistance include vessel tortuosity and the lack of a continuous flush with heparinized saline during delivery. However, the customer indicated that the vessel tortuosity was moderate, ruling it out as a potential cause. In this event, the lack of continuous flush may have contributed to the resistance during resheathing. Since the catheter was not returned, its contribution to the resistance could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.